Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation because the subject device was discarded. The lot no. Was unknown. Therefore, as the result of checking the manufacturing record of one year in the past from (B)(6) 2016 (delivery date), there was nothing abnormal found. The exact cause could not be conclusively determined. However, it is known that the use of the subject device for an endoscopic ultra-sound guided cyst drainage is off-label use. Based on the doctor's comment and the reported situation, the doctor's technique couldn't be ruled out as a contributory factor to the reported event.

Event description:
During an endoscopic ultra-sound guided cyst drainage, the subject device was used. The procedure was completed with the subject device. One month later, there was massive bleeding around the drainage tube. Therefore the patient underwent laparotomy. The doctor commented that the subject device had no malfunction and the event might be caused due to his technique. In addition, he commented that there might be bleeding around the necrotic tissue since he punctured the abscess cavity which was far from the gastric wall. No further information was provided.